Event description:
This is filed to report the mitraclip opening while establishing final arm angle. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. The mitraclip xtw successfully grasped the leaflets. When attempting to establish the final arm angle (efaa), the clip opened to 20 degrees and the mr worsened. Troubleshooting was performed per the instructions for use (IFU) but the issue persisted. A replacement clip was used to complete the procedure successfully which reduced the mr to grade <1. There was no patient consequences or clinically significant delay. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated and the reported clip open during efaa was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported clip open during efaa. There is no indication of a product issue with respect to manufacture, design, or labeling. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).